Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, the customer reported no further issues with the pump. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms had occurred. Blood glucose was 390 mg/dl. The cartridge and infusion set were changed after the alarms. Insulin delivery was resumed. As the occlusions had occurred in the past, a cause could not be determined.